Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a large prime issue with a pump. The patient claimed that for the previous 2 set changes, he noticed large prime volumes. In addition, the patient indicated that he had to go off of the pump two days earlier because of high blood glucose (bg) levels. The patient claimed that for the past week or so, his bg's were in the "400-500 mg/dl" range. He reportedly filled the cartridge all the up to 200 units. When checking the prime volume history, two entries of "37.9 and 22.8" were noted. The patient denied leaving his finger on the ok button too long. The patient had reportedly changed his site and set 4 times and in each case, he denied that the cannula was bent. He also denied having site issues. The patient claimed that corrections via the pump did not change his bg levels. After disconnecting from the pump, he alleged that no insulin came out of the tubing when he attempted to prime. During the contact with animas, the patient mentioned that his current bg level was "180 mg/dl." He was on a backup plan for insulin delivery. The patient's technique for filling a cartridge was reviewed and appeared to be correct. The plunger was noted as being straight. The patient also alleged that the pump was not properly responding to up and down arrow button arrow presses and the pump reverted to a default date/time with a battery change. However, he denied that the keypad issue and date/time issue contributed to any injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to his injury. The alleged large prime volume issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unclear what actions the patient took in response to the large prime volume issue and before he developed the elevated bg levels.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A review of the pump history indicated large prime volumes. During testing, the pump was loaded with a cartridge containing approximately 100 units and the pump loaded to 99 units appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the piston and drive assembly were found to be within specifications.